Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/since the coil was still in my uterus"), autoimmune thyroiditis ("hashimoto's disease/auti-immune disease: hashimoto disease") and pregnancy with contraceptive device ("she got pregnant after getting essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included levothyroxine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, autoimmune thyroiditis (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), dysgeusia ("metal taste"), nausea ("nausea"), hypersensitivity ("allergic reactions"), paraesthesia ("she noticed a tingling sensation on her arms and leg"), gastrointestinal disorder ("gi issue"), hypothyroidism ("hypothyroidism") and alopecia ("hair thinning"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy,bilateral salpingectomy surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, pregnancy with contraceptive device, rash, dysgeusia, nausea, hypersensitivity, paraesthesia, gastrointestinal disorder, hypothyroidism and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered alopecia, autoimmune thyroiditis, device dislocation, dysgeusia, gastrointestinal disorder, hypersensitivity, hypothyroidism, nausea, paraesthesia, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: patient need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media record; gi issue, hypothyroidism, pregnant with essure, device ineffective, parasthesia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media report received event "gi issue, hypothyroidism, pregnant with essure, device ineffective, tingling sensation on her arm and legs" were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and autoimmune thyroiditis ("hashimoto's disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, autoimmune thyroiditis (seriousness criterion medically significant), rash ("skin rash"), dysgeusia ("metal taste"), nausea ("nausea") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, rash, dysgeusia, nausea and hypersensitivity outcome was unknown. The reporter considered autoimmune thyroiditis, device dislocation, dysgeusia, hypersensitivity, nausea and rash to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. New reporter and reporter information added. New event added: hashimoto's disease. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/since the coil was still in my uterus'), embedded device ('embedded within the right cornea'), pregnancy with contraceptive device ('she got pregnant after getting essure') and autoimmune thyroiditis ('hashimoto's disease/auti-immune disease: hashimoto disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included epigastric pain, gallbladder sludge, hsv infection, cystocele, rectocele and colporrhaphy. Concomitant products included levothyroxine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, embedded device (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), rash ("skin rash"), dysgeusia ("metal taste"), nausea ("nausea"), hypersensitivity ("allergic reactions"), paraesthesia ("she noticed a tingling sensation on her arms and leg"), gastrointestinal disorder ("gi issue"), hypothyroidism ("hypothyroidism") and alopecia ("hair thinning") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,bilateral salpingectomy surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, autoimmune thyroiditis, rash, dysgeusia, nausea, hypersensitivity, paraesthesia, gastrointestinal disorder, hypothyroidism and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, autoimmune thyroiditis, device expulsion, dysgeusia, embedded device, gastrointestinal disorder, hypersensitivity, hypothyroidism, nausea, paraesthesia, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: patient need for additional surgery. Embedded within the right cornea is a white tan coiled device, patient gave birth in (B)(6) 2013. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media record; gi issue, hypothyroidism, pregnant with essure, device ineffective, parasthesia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received event : "embedded within the right cornea" was added reporter added. Medical history added and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/since the coil was still in my uterus'), embedded device ('embedded within the right cornea'), pregnancy with contraceptive device ('she got pregnant after getting essure') and autoimmune thyroiditis ('hashimoto's disease/auti-immune disease: hashimoto disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included epigastric pain, gallbladder sludge, hsv infection, cystocele, rectocele and colporrhaphy. Concomitant products included levothyroxine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, embedded device (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), rash ("skin rash"), dysgeusia ("metal taste"), nausea ("nausea"), hypersensitivity ("allergic reactions"), paraesthesia ("she noticed a tingling sensation on her arms and leg"), gastrointestinal disorder ("gi issue"), hypothyroidism ("hypothyroidism") and alopecia ("hair thinning") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,bilateral salpingectomy surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, autoimmune thyroiditis, rash, dysgeusia, nausea, hypersensitivity, paraesthesia, gastrointestinal disorder, hypothyroidism and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, autoimmune thyroiditis, device expulsion, dysgeusia, embedded device, gastrointestinal disorder, hypersensitivity, hypothyroidism, nausea, paraesthesia, pregnancy with contraceptive device and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery. Embedded within the right cornea is a white tan coiled device, patient gave birth in (B)(6) 2013. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media record; gi issue, hypothyroidism, pregnant with essure, device ineffective, parasthesia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had migration of implant. She underwent hysterectomy/ surgery to remove essure approximately two years after insertion. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of migration of implant is unknown. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, rash ("skin rash"), dysgeusia ("metal taste"), nausea ("nausea") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rash, dysgeusia, nausea and hypersensitivity outcome was unknown. The reporter considered device dislocation, dysgeusia, hypersensitivity, nausea and rash to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-oct-2017: events allergic reactions and pain was added, reporter lawyer added from summon. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, rash ("skin rash"), dysgeusia ("metal taste") and nausea ("nausea"). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, rash, dysgeusia and nausea outcome was unknown. The reporter considered device dislocation, rash, dysgeusia and nausea to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had migration of implant. She underwent hysterectomy/ surgery to remove essure approximately two years after insertion. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of migration of implant is unknown. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.